Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the device had the channel clogged with foreign material. However, the device was returned for evaluation and no foreign material was found. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue no air or water coming out of the scope. The buttons are not working was confirmed. The following findings were also noted during device evaluation: distal end plastic cover dents and scratches, bending section cover crack glue, objective lens peeling of cement, light guide lens peeling of cement, clogged nozzle, buckle on insertion tube near bending section cover glue, light guide tube dent and surface scratches, corrosion and charged coupled device wire is more than 150mm, and control knob play. In addition, the customer provided the following information: yes, the device was cleaned, disinfected, and sterilized before sending it to olympus. The customer is unsure of what the foreign material is. There was no delay in the start of precleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. T the endoscope was presoaked in detergent solution. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle /channel with the detergent solution. There were no concerns about reprocessing. No error messages that may have been observed because of the failure. The procedure was not prolonged, nor was the patient¿s anesthesia or sedation extended. The procedure did not need to be cancelled or postponed. The condition of the patient was not impacted by the failure. It is unknown if the procedure needed to be completed with another device. It is unknown what type of procedure was being performed. It is unknown whether the procedure was therapeutic or diagnostic the procedure did not affect the diagnostic or therapeutic outcome of the procedure. There was no medical intervention (i.e. Treatment outside the scope of the procedure) required as a result of the reported problem. There were no other devices connected to the subject device when the failure occurred. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii colonovideoscope had no air or water coming out of the scope. The buttons are not working during an unknown diagnostic procedure. There was no report of patient harm or user injury associated with this event.